Manufacturer narrative:
We learned from this incident by checking the FDA website. The distributor confirmed incident when contacting him on 9/13/07 and informed us that he has been trying to obtain more details as to the incident, the instrument and the lot number of instrument. However, neither instrument is available for eval nor lot number of instrument was provided, what made any investigation impossible for us.